Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a rash with open skin under two of the electrodes. The patient was treated by the patient's doctor with a hydro-colloid plaster. The medical outcome of the rash is unknown as follow-up attempts were unsuccessful.